Event description:
It was reported that during surgery while placing the trial in during cementing, the leg was extended and the trial snapped in two pieces. No injury nor delay reported.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms it was not communicated whether the broken pieces were retained. This is a device is a non-internally communicating instrument. However, it was reported there was no patient injury or delay. Therefore, no further clinical medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.